Event description:
A distributor reported that a memory lens has been explanted due to opacification. Several requests have been made for additional info. No further info is available at the time of this report.